Event description:
It was reported that there was an incidence of oversensing on the right ventricular lead. During the device change out procedure, no oversensing was able to be reproduced nor was oversensing observed on stored episodes. The lead sensing configuration was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator, (B)(6) 2010. A 4193, implantable pacing lead, (B)(6) 2003. A 5076, implantable pacing lead, (B)(6) 2003. A 6937a, implantable tachy lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 157 ventricular sic occurred since implant. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and ventricular sic. Lia trigger met for ventricular sic requirement and nst required occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.